Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A correction was made to the serial number of the device involved in the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that there was no device or therapy issue present. It was reported that the pump was read and no problems were detected. The issue was noted to be resolved. No further complications have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for the treatment of failed back surgery syndrome and non-malignant pain. It was reported that the patient went thru a metal detector last night and thought that it had caused the pump to stop delivering medication. It was noted that the patient was having withdrawals; no specific symptoms were reported.